Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event detailed have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
End user reported that for the last month, he developed a rash that is described as red, open and weepy that is under forty percent of the tape collar. He stated that he saw a dermatologist one week ago and was prescribed clobetasol cream to be applied topically to his peristomal skin. He then saw wound ostomy care nurse who, suggested kenalog spray topically to the peristomal skin. He stated after cutting off the tape collar and applied the clobetasol cream to his exposed peristomal skin, he has noted significant improvement. He is also using the kenalog spray to the peristomal skin under his wafer. The end user was encouraged to follow-up with health care provider if his rash persists or worsens.

Manufacturer narrative:
Add'l information was received on july 29, 2015. No previous investigations are available. After a thorough batch review no discrepancies were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for produce trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 10, 2015.